Event description:
It was reported that approximately 5 years following the of a transcatheter bioprosthetic valve, the valve was failing due to steno sis, and the patient became symptomatic, requiring a new valve.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the of a  transcatheter bioprosthetic valve, the valve was failing due to steno sis, and the patient became symptomatic, requiring a new valve. Additional information was received that the patient had unknown symptoms in relation to the failing valve and was in-patient at the hospital. A surgical valve replacement procedure was planned.

Manufacturer narrative:
Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the leaflets appeared thickened and calcified. It was reported there was a large amount of calcium in the root, external to the frame. The bottom of the frame appeared oval and irregular in appearance.

Manufacturer narrative:
Image review: computed tomography (CT) imaging and a case report were provided for review. CT imaging reveals protruding calcification under the non-coronary cusp (ncc) extending into the left ventricular outflow tract (lvot), as well as calcium outside the transcatheter aortic valve (tav) in the native ncc. Protruding calcification is also seen inside the tav at all prosthetic commissures, and on the edge of the ncc and left coronary cusp (lcc) leaflet tips. Calcification on the prosthetic leaflets and commissures may be contributing to poor valve coaptation. In review of the report, the tav implant appears under-expanded, likely due to significant calcification outside the tav at all native cusps. Protruding calcification is also present at the prosthetic commissures inside the tav. The tav commissures are well aligned with the native commissures at a 9° angle. Implant depth measures 4.7 mm beneath the right coronary cusp (rcc), 9.7 mm beneath the lcc, and 4.0 mm beneath the ncc. A possible left atrial appendage (laa) thrombus versus artifact is noted. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.